Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a ventricular tachycardia ablation, when going retrograde with the tacticath se after extensive mapping, the device became entangled with an impella heart pump. Another cardiologist was called in and together they got the devices untangled. A new impella was inserted into the lv and the ablation was completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.